Event description:
During a robotic assisted cholecystectomy on (B)(6) 2024, the robotic force bipolar was noted to have off-centered tips. The force bipolar was removed from field and replaced with another instrument. The faulty instrument was tagged and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.